Event description:
The reporter reported a transfer set with a broken spike. No patient injury or medical intervention was reported.

Manufacturer narrative:
Company's product surveillance department is pursuing additional information regarding this incident. A follow up report will be submitted if additional information is received.